Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The patient's date of death could not be determined, therefore the date of return to the manufacturer was used as the best estimate. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated that the device system was returned approximately 9 months after the device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.